Event description:
It was reported that the health care professional (hcp) called in for review of a stored atrial tachy response (atr) episode for this patient with an implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the data and found there was inappropriate mode switching due retrograde conduction and the atrial events falling into refractory versus blanking. Ts recommended an in-clinic evaluation and provided programming options. At this time, the device remains in service. No adverse patient effects were reported.